Event description:
A report was rec'd that following a car accident the pt is getting extreme pain and shocking sensation. The physician took an x ray for the paddle lead and found no anomaly. During the paddle lead revision when the physician was pulling the lead out it broke at the proximal end near the contacts. The pt is doing well following the revision.